Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Central line inserted on 4/15. Radiological check ok. On 4/17: sudden deterioration of the child's condition at 1:00 pm. Hypoxemia and bradycardia. Gray and pale complexion. Ultrasound -7 ml of fluid drained from around the heart. Pericardial effusion. The child's condition is improving very slowly. Device change.